Event description:
Additional information was attained that it was believed that this patient did not have a history of strokes. It was felt per office nurse that the information had been placed in the patient's chart in error.

Event description:
Clinic notes were received on a patient implanted with the vns. In the patient's history it was mentioned that they had a history of ischemic stroke. No relationship to their vns was documented. Good faith attempts have been made and no further information has been attained.